Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16830. It was reported that the patient experienced ineffective and uncomfortable stimulation. Diagnostics revealed high impedances on all contacts of one lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. During the procedure, it was discovered that the lead had a fracture. Post-operatively, stimulation therapy was restored. It is unknown which lead had fractured and was replaced, therefore both leads are being reported.